Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult or delayed activation associated with the difficulty separating the clip from the delivery catheter could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event was reviewed by a clinical r&d engineer, and the reviewer stated ¿two (2) fluoroscopic videos of the reported cds were provided. Both videos appear to capture the same instance during the procedure but provide different views/vantage points to observe the cds. In both videos, the delivery catheter (dc) shaft is extended and the clip arms appear to be in a closed position indicating that leaflet grasping was performed and the clip was closed, maneuvers that precede deployment per the instructions for use. Presumably, the videos were taken during deployment troubleshooting as it was reported that " through imaging it was confirmed the delivery system was not coaxial, so the system was pulled back and m-knob applied until coaxial". The first video provides an in-line view that is more axial with the dc shaft and clip in which the clip appears to be "tilted" and angulated relative to the dc l-lock shaft. The second video provides a more side view of the dc shaft and clip. Tilting and angulation of the clip relative to the dc l-lock shaft is also evident in this video. Based on the cine provided, misalignment between the clip and dc l-lock shaft is confirmed and a probable cause for the subsequent deployment difficulties.¿

Event description:
This is filed to report deployment failure. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. During deployment of the ntw clip, it failed to disengage from the mandrel. Through imaging, it was confirmed the delivery system was not coaxial, so it was pulled back and the m-knob was applied until coaxial. Once coaxial, it still was unable to deploy. The device was accessed and the gripper lines were manually removed, allowing the clip to be deployed. The mr was reduced to grade 1+. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.